Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a bronchoalveolar lavage procedure performed on (B)(6) 2022. During the procedure, as the tech began to inject saline with a slip-tip syringe and as the physician began to aspirate back, the seal biopsy valve popped open and the physician was sprayed. It was noted that the physician was wearing personal protective equipment which prevented exposure. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.